Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was not occluding properly. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation in process, but not yet completed. The customer requested and field service rep (sfr) to evaluate the roller pump at the user facility.